Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The reported issue of the device's inop alarm not working does not meet reportability requirements, as the issue would not cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's inop alarm was not working. The reported issue was observed during a device inspection. There was no patient involvement associated with the reported event.